Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they discontinued aligners after seeing there was no improvement to their teeth due to a severe open bite condition. The aligners has sharp edges that was rubbing against their right molar and causing it to chip. Patient also provided a letter of recommendation from their dentist that states that after evaluation found the patient to be experiencing significant malocclusion and other dental issues that are affecting overall oral health. It is in the best interest of the patient to stop aligner treatment; their underlying concerns need to be addressed.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.